Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device visual analysis: the photographs received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken.

Event description:
Healthcare professional reported left side "surgery due to device rupture" and calcification. Device was explanted.